Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare professional (hcp) had problems with an implantable neurostimulator (ins) implanted a day prior to this report. Impedances were measured to be high on one side even after several attempts of cleaning the contacts. Different contacts were measured to have high impedances after each time the contacts were cleaned. The hcp though there had to be some moisture inside the port of the ins so they decided to implant the ins. At the time of this report only one contact was functioning. The patient was doing well so there was no immediate worry. There was nothing visibly wrong with the lead. Impedances were measured again 12 days later and they seemed lower. The hcp was to monitor the impedances over the next few weeks. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that impedances were high on one side due to fluid or tissue in the boot. The patient was monitored over several days until the impedances lowered. The patient was receiving effective therapy.